Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting and cleaning the kit and tubing; and verifying correct breast shield fit. Following troubleshooting, the customer indicated that the pump still had low suction. The pump was replaced for the customer. During follow up with medela clinical personnel on (B)(6) 2017, the customer indicated that the replacement pump was working well and that her mastitis was resolving. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that her pump in style breast pump had low suction. She stated that she had mastitis, for which she was prescribed an antibiotic. She also stated that she consulted a lactation consultant.